Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller wanted to know if the manufacturing company showed the device was implanted or removed. The hcp then reported they were told it was not working and the patient was still incontinent. Hcp does not want the patient to continue those appointments because of dementia (not related to device/therapy), resists care, and doesn't want to attend the appointments. The call center explained the manufacturing company does not have "medical records" and the manufacturing company relies on hcps to provide information. As a result of what was reported, the hcp was redirected to the patient's managing hcp to verify implant status. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the cause of the ins not working was not determined as the patient could not come to the office due to rapidly worsening medical issues. The hcp reported that they requested the patient come for an appointment, but the patient was unable to at this time. It was reported that the device was still implanted and when the patient was last seen the device was functioning. No further complications were reported.